Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.4, 3.2. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4; 2nd inr: 3.2, mean: 2.30, sd: 1.27, %cv: 55.34. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 1: return: 2.8; in-house2: 2.7; in-house3: 2.6; mean: 2.70; sd: 0.10; %cv: 3.70. Donor 2: return: 4.1; in-house2: 4.1; in-house3: 4.2; mean: 4.13; sd: 0.06; %cv: 1.40. For each pair of replicates for each sample of strip lot 225324, mean and standard deviations were calculated. In-house test results were 3.70% and 1.40%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result were established on returned and in-house meters. No further action is required. As reviewed on 11/11/2010, twenty-six discrepant result complaints were reported for lot #225324, yielding a complaint rate of 0.047%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.